Manufacturer narrative:
Numerous requests for additionl info and return of product with defect were made. No response was received from customer. We are unable to pursue the investigation further, due to lack of info. Mfg plant was closed in 1993 due to flooding, and no records are available. We will reopen the case should info be made available. Reference MFR. Complaint # sj1997-9-2-14.

Event description:
An injury was caused by a protrusion or protuberance on one side of the catheter.